Event description:
Pt had gastric tube replaced in 2000. The following days up until pt was admitted to the hosp, pt was vomiting daily and had gastric secretions coming out from the stoma around the g-tube. Pt aspirated and consequently developed pneumonia. Pt was admitted to the hosp on event date and had a lung collapse then needed to be intubated and was in intensive care. Also had gastrointestinal bleeding, therefore, 2 units of red blood cells were transfused.